Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to infection symptoms in the scrotum and penis after visiting the emergency room on (B)(6) 2021. The ipp cylinder, pump, and reservoir where explanted, the infection was washed out, and a new tactra penile prosthesis (tpp) was implanted. The patient was also administered intra-venous (IV) antibiotics to treat the infection. During the revision procedure the physician observed right cylinder had eroded into the urethra, and also placed a suprapubic catheter. The patient is expected to fully recover.